Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the reservoir had possible site or set occlusion. Customer stated that she got no delivery alarm on the insulin pump and changed out the reservoir. Customer's blood glucose was unknown. Customer she was running out of supplies. Advised the reservoirs would be replaced. No further information provided.